Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 43 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and abscess. No further patient complications were reported.